Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; "no injection/no delivery." No further information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings: review of the black box data revealed records of ¿loss of prime¿ warnings associated with replace cartridge alarm. The pump was not primed after the rewind step and the cartridge was changed. No valid ¿loss of prime¿ events were observed. On investigation the pump was exercised for 24 hours successfully without any ¿loss of prime¿ warnings duplicated. The force sensor calibration was evaluated and found to be within specifications. Review of the total daily doses add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed for investigation; the force sensor pins were properly seated and the solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of internal moisture. Investigation did not duplicate the complaint and the pump was found to be performing within the required specifications without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked above and below the bumper pad. The cartridge cap was not returned with the pump for investigation; a test cartridge cap was used to complete testing. (B)(4).